Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Power on self test and one hour therapy was performed with no issues noted. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an over temperature fluid on a homechoice device. This occurred during an unspecified process step of peritoneal dialysis therapy. The home patient (hp) was not connected at the time of the event. The peritoneal dialysis (pd) nurse stated that the heater of the device was very warm and it was overheating the solution. Renal therapy services (rts) initiated a swap of the device and continuous ambulatory peritoneal dialysis was discussed. There was no patient involvement. No additional information is available.